Manufacturer narrative:
The information provided by stryker orthopaedics clinical department. No additional information is available at this time. Additional follow-up information may be obtained by the clinical department as it becomes available. If additional information becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that: "patient with intermittent anterior thigh pain reported at office visit (B)(6) 2008. Does not interfere with activity. Complaints continue at office visit one year later (B)(6) 2009 and again on (B)(6) 2010. Patient continues with regular exercise states pain is tolerable and does not wish any further intervention at this time. Per dr (B)(6) dictation left femoral component is loose and determines as incomplete osseous integration of left femoral component."